Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system had multiple stored non-sustained ventricular episodes. Technical services (ts) analyzed device episode data and found that these were due to oversensing of myopotential noise on the rv and shock channels. Other lead measurements looked normal, and there was no asystole because patient was not dependent on pacing. Ts recommended lead revision. No adverse patient effects were reported. Currently, this lead remains in service.